Event description:
Investigation of a returned device revealed the handle of the catheter was leaking.

Manufacturer narrative:
The initial complaint description received on (B)(6) 2010 of "no signal on electrodes 3 and 4 was determined to not meet MDR reporting criteria. Investigation of the returned device on 08/31/2010 revealed that the catheter handle was leaking. The investigation findings make this event reportable. Investigation of the returned device confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed there was no issue related to complaint during mfg process. A quality improvement project was initiated to address this issue. (B)(4).